Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was observed when the small knob was articulated counterclockwise. A functional assessment was performed. The device was fully articulated in all directions. A guidewire was back-loaded through the distal end of the scope. A spybite was passed though the working channel. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00755 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00756 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded and the image was lost. A spybite was inside the scope when the working channel sleeve protruded. Reportedly, there were no issues with the accessory device. A second spyscope ds was used and advanced over the wire. It was also noticed that the working channel sleeve protruded. Reportedly, no part of the two spyscope ds devices detached. There were no visualization issues with the second spyscope ds. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.